Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity I tsh results for two patients. The following data was provided: sid (B)(6). Result from (B)(6) 2025 was 0.054 miu/l. Retested (B)(6) 2025 and the result was 18.541 miu/l. Sid (B)(6). Initial result from (B)(6) 2025 was 0.033 miu/l, repeated the sample on the same day and the repeat results were 8.785 and 8.747 miu/l. Customer tsh reference range: 0.35 - 4.94 miu/l. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I tsh list number 07p48-30, manufacturing site longford, to the alinity I processing module list number 03r65-01, sn (B)(6), manufacturing site irving, tx. MDR number 3016438761-2025-00401-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed falsely depressed alinity I tsh results for two patients. The following data was provided: sid (B)(6) result from (B)(6) 2025 was 0.054 miu/l retested (B)(6) 2025 and the result was 18.541 miu/l. Sid (B)(6) initial result from (B)(6) 2025 was 0.033 miu/l, repeated the sample on the same day and the repeat results were 8.785 and 8.747 miu/l. Customer tsh reference range: 0.35 - 4.94 miu/l. No impact to patient management was reported.